Event description:
The pt reported communication issues between the implant and the external equipment. The pt also reported inadequate pain coverage. An advanced bionics representative performed device evaluation. The problem was confirmed. An explant has been recommended.